Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-04234 addresses the first captiflex snare, while manufacturer report #3005099803-2013-04235 addressed the second captiflex snare. It was reported to boston scientific corporation on (B)(6) 2013 that two captiflex small oval snares were unpacked during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during unpacking of the devices, it was noted that the pouches were not completely sealed; approximately one inch of the clear plastic had separated from the white plastic. A third captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-04234 addresses the first captiflex snare, while manufacturer report #3005099803-2013-04235 addressed the second captiflex snare. It was reported to boston scientific corporation on (B)(4) 2013 that two captiflex small oval snares were unpacked during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during unpacking of the devices, it was noted that the pouches were not completely sealed; approximately one inch of the clear plastic had separated from the white plastic. A third captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4) for the reported event: incomplete seal. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report #3005099803-2013-04234 addresses the first captiflex snare, while manufacturer report #3005099803-2013-04235 addressed the second captiflex snare. It was reported to boston scientific corporation on (B)(4) 2013 that two captiflex small oval snares were unpacked during a colonoscopy procedure on (B)(6) 2013. According to the complainant, during unpacking of the devices, it was noted that the pouches were not completely sealed; approximately one inch of the clear plastic had separated from the white plastic. A third captiflex snare was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.